Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the implant procedure, insulation damage was noted on the right ventricular lead. The lead was repaired using a lead repair kit and remained implanted. There were no complications during the procedure.